Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was in the 400s mg/dl. A correction bolus was delivered and a high temporary basal rate was set to address the bg level. The customer changed all of the pump supplies. The bg then dropped to 30 mg/dl due to over-correcting for the high bg. The customer drank juice to address the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.